Manufacturer narrative:
Supplemental cancellation report is being submitted following a review of this complaint file by quality engineering on 1 may 2025 as the user error situation will be discussed as part of the investigation for the original related file (B)(4). As per the investigation evaluation of (B)(4) ¿from the information provided, the user cut the bander string off and performed the procedure without the use of the bander. The product manager has been notified to consider re-training at the facility as a result of this occurrence.

Event description:
Supplemental cancellation report is being submitted following a review of this complaint file by quality engineering on 1 may 2025 as the user error situation will be discussed as part of the investigation for the original related file (B)(4).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint form - after setting up the bander component of the device, the snare was not able to pass through the scope. Stuck at 10 cm section from the biopsy channel end (B)(4). Proceduralist then removed the snare, cut the bander string off and was able to push the snare through, and then performed the emr without the use of the bander and only the snare (B)(4). Complaint device: either dt-6 or dt-6-5f (pending confirmation which one) snare did not pass through scope after installing the bander component. This file has been opened for use error due to ¿proceduralist then removed the snare, cut the bander string off and was able to push the snare through, and then performed the emr without the use of the bander and only the snare¿.